Manufacturer narrative:
Flow sensor.

Event description:
The customer reported the ventilator was alarming due to an exhalation valve stuck open. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturers service technician was able to duplicate the problem. The service technician replaced the exhalation motor controller pcb board and flow sensor to complete the service. Performance verification testing was completed and the unit passed per operating specifications. If the exhalation valve is open, the exhalation system may be open to atmosphere and unable to provide a pressurized breath.